Event description:
It was reported that this pacemaker was found to be operating in Safety Mode. Pocket stimulation was also indicated. This pacemaker remains in service. No adverse patient effects were reported.Additional information was received indicating the pacemaker was explanted and replaced and has been returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the United States; however, it has been assessed as reportable as there is a similar product approved in the United States. We are unable to provide the Unique Identifier (UDI) # and other specific product information related to United States registration as the specific product is only commercially available outside of the United States.